Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 8878726) was impeded in distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31471112) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 30-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The 10 minutes surgery prolongation did not result in patient adverse consequences.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 8878726) was impeded in distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31471112) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 30-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The 10 minutes surgery prolongation did not result in patient adverse consequences. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x37mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the delivery wire was stuck inside the concomitant microcatheter. No appearance of damage was observed. The enterprise was attempted to be retrieved from the concomitant microcatheter; however, high resistance was met. The system was inspected under x-ray imaging, and no damage was identified; however, the concomitant microcatheter was flattened, increasing the resistance between enterprise system and microcatheter. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing; however the complaint can be confirmed based on the high resistance met while attempting to retract the enterprise system through the microcatheter. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.